Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 490 mg/dl. The customer¿s other blood glucose was 400 mg/dl and 545 mg/dl and 375 mg/dl. The customer experienced symptoms such as stomach upset and shoulders hurt. Customer treated with insulin pump and manual injection. The customer state that multiple large bubbles of champagne bubbles are present along the tubing length. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.